Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd ultra fine¿ short insulin pen needle "the consumer noted after injection, the needle was missing. It was not known if the needle remained indwelling or broke off externally. Consumer was examined by dr. (B)(6). Dr (B)(6) indicated there was no visible site reaction (i.e., nothing reportable as an adverse event). He noted, due to the subject¿s obesity, he could not determine if there was a foreign body (i.e., broken needle) still indwelling in the injection site. Subject counseled to seek medical attention if any untoward symptoms develop. According the patient feedback there is a possibility that the needle broke during the injection." Additional information: ¿the subject has a small portion of the needle remaining and will return them to the clinic shortly. The subject indicated that he did not retain the hub from the broken needle¿

Manufacturer narrative:
Investigation summary: severity: s3; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 5037356. Investigation summary: customer returned (50) sealed 8 mm, 31g pen needles with the shelf carton from lot # 5037356. Customer states that the needle was missing after the injection. Thirty out of 50 returned pen needles were examined and no bent, broken, or missing cannula was observed on any of the samples. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.